Event description:
Revision occurred on (B)(6) 2019, 18 days after primary surgery. Surgeon explanted 40/+9 humeral cup and implanted both a 40/+6 humeral cup and a +9mm spacer. No other information is available.